Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose event. Customer's blood glucose was 400 mg/dl. The customer also reported a open circle present on the insulin pump's display. Customer declined to troubleshoot for their high blood glucose. The customer declined to return the insulin pump for analysis.